Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint states that the patient reported a low transmitter battery. Data was provided for investigation. The reported allegation was not found but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the findings of the transmitter permanent loss of connection, this issue has been upgraded from non-reportable to reportable.